Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that the piston rod is not moving to prime or deliver insulin. The patient stated that there were no alarms. The patient¿s blood glucose (bg) was at 29mmol/l. The patient did not receive treatment. The patient discontinued pump therapy. This report is being made due to the hyperglycemic event the patient experienced due to an alleged motor issue.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no motor related alarms observed in pump histories. Daily insulin delivery totals correctly reflect user's programmed basal rates. Rewind, load cartridge and prime steps performed successfully. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.